Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and moderate calcification and 90% stenosis in the mid right coronary artery (rca). The balance middle weight (bmw) universal ii guide wire was advanced to the target lesion and pre-dilatation was performed with the 1.2 x 6 mm mini trek balloon catheter. When the mini trek balloon was inflated to 14 atmospheres a rupture was noted. The device was withdrawn from the patient's anatomy and a new 1.2 x 6 mm mini trek was used to complete pre-dilatation of the lesion. A 2.2 x 12 mm non-abbott stent was implanted successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed; however the returned analysis revealed a leak in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.